Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082800) on 30-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and chest pain ("started with chest pain in my right side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have blood urine present ("blood in urine"), weight increased ("weight gain") and vitamin d decreased ("low vitamin d") and experienced chest pain (seriousness criterion hospitalization), alopecia ("hair loss"), arthralgia ("joint pain from waist down"), dental caries ("tooth decay") and fatigue ("fatigue"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, blood urine present, chest pain, alopecia, weight increased, arthralgia, vitamin d decreased, dental caries and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, blood urine present, chest pain, dental caries, fatigue, medical device removal, vitamin d decreased and weight increased with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082800) on (B)(6) 2019. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and chest pain ('started with chest pain in my right side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), chest pain (seriousness criterion hospitalization), alopecia ("hair loss"), arthralgia ("joint pain from waist down"), dental caries ("tooth decay") and fatigue ("fatigue") and was found to have blood urine present ("blood in urine"), weight increased ("weight gain") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, chest pain, blood urine present, alopecia, weight increased, arthralgia, vitamin d decreased, dental caries and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, blood urine present, chest pain, dental caries, fatigue, pelvic pain, vitamin d decreased and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: myometrium: adenomyosis.. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administhition, reference number: mw5082800) on 30-jan-2019. The most recent information was received on 08-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and chest pain ('started with chest pain in my right side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), chest pain (seriousness criterion hospitalization), alopecia ("hair loss"), arthralgia ("joint pain from waist down"), dental caries ("tooth decay") and fatigue ("fatigue") and was found to have blood urine present ("blood in urine"), weight increased ("weight gain") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, chest pain, blood urine present, alopecia, weight increased, arthralgia, vitamin d decreased, dental caries and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, blood urine present, chest pain, dental caries, fatigue, pelvic pain, vitamin d decreased and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: myometrium: adenomyosis.. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: event 'medical device removal' was updated by 'pelvic pain'. Medical history, lab data, patient's date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082800) on 30-jan-2019. The most recent information was received on 18-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and chest pain ("started with chest pain in my right side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced chest pain (seriousness criterion hospitalization), alopecia ("hair loss"), arthralgia ("joint pain from waist down"), dental caries ("tooth decay") and fatigue ("fatigue") and was found to have blood urine present ("blood in urine"), weight increased ("weight gain") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, chest pain, blood urine present, alopecia, weight increased, arthralgia, vitamin d decreased, dental caries and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, blood urine present, chest pain, dental caries, fatigue, medical device removal, vitamin d decreased and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.